Manufacturer narrative:
No further information available. No sample returned. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A physician reported that a patient interface lost pressure as soon as the laser fired. There was no patient harm.